Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two years after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type I and developed bone loss. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two years after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type I and developed bone loss. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.